Event description:
The customer stated that insulin leaked from the reservoir as he attempted to fill it. The customer stated that the transfer guard did not appear to lock in place properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.